Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. It was reported that the patient's device was explanted due to lack of efficacy, lead migration and pain at site. These reasons given to me via explanting physician. No further details will be given. There were no contributing factors provided. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: lead. Product ID: 977a260, lot# serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.